Event description:
Upon insertion of ultratine into cranial hole, it broke where the clamp holds the device.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.